Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of capture anomaly was not confirmed in the laboratory. The device was tested in the bench and using automated test equipment no anomaly was found. A lead issue was suspected.

Event description:
It was reported that there was loss of capture on ICD. A lead anomaly was suspected. The device was explanted.